Event description:
2/2002 open rotator cuff repair and acromioplasty with placement of device near the end of the surgical procedure and pt discharged. Post-op pt had difficulty achieving adequate pain control and an episode of respiratory depression necessitating admission. The next day, catheter came unattached at the coupling resulting in marked pain. The pain pump was reattached and pt was discharged home the next day. The pt returned later on the day of discharge with lethargy, pulse oximetry of 70%, febrile, with changes in mental status. Oxygen and narcan were administered. The pain pump was discontinued. The pt is doing fine now.